Event description:
A customer reported to olympus, during preparation for use, the videoscope cable exera ii has a loose connection and image problems. There was no procedure or patient involvement associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. The reported issues were unable to be reproduced/confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.